Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that after a dressing change the pump would not work. The returned pump underwent a thorough product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device all indicator lights were solidly illuminated showing that the device had entered a non-recoverable error state. This confirmed a relationship between the event and the device because if the device enters this state pumping is stopped and the device must be swapped. Data was extracted from the device to indicate how the pump performed during therapy. The pump functioned for almost a day before entering a non-recoverable error state. During this time therapy was paused four times and the pump entered a leak state once. After 23 hours into therapy the negative pressure level dropped from within a safe range to an out of safe range which is why the pump entered an error state. This confirmed that the device failed due to a sudden pressure drop, indicating that the device was probably disconnected from the dressing. Otherwise, the pump passed all the performance tests, therefore the reported complaint is not product related as the failure mode is due to an external source. Therapy should not be resumed until the device has been properly reapplied. The IFU outlines a step-by-step guide for safe and thorough dressing changes. The root cause was determined as user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the patient was given a pico 7 and had to change the dressing during the weekend. When a new dressing was put on, the pump was supposed to start but the pump did not longer work. All the indicator lights were lit at the same time. There was no patient harm or death. The device is available for return. The box was discarded, hence provided lot number was based on remaining pico 7 stock. No further information is available.